Event description:
Explanation from procedural registered nurse (rn): patient received a diagnostic cerebral angiogram to determine positioning of a possible cerebral aneurysm. When the case was completed, a vascular closure device was placed but the device failed and was removed from the patient without harm, however manual pressure then had to be applied for 20 minutes. The absence of a closure device also requires the patient to lay flat for 4 hours with the affected leg straight, significantly extending the patient's recovery time prior to discharge. Explanation from operative report: while deploying the closure device, there was a lot of tension felt while trying to deploy the collagen plug with the balloon. Given the amount of atherosclerosis present in the vessel, the balloon was taken down and the closure device was removed and we held manual pressure instead. The physician expressed concerned because he states multiple of these same devices (possibly all from the same lot) have failed over the last several cases that he¿s done. There has not been any known patient harm but each case where the closure device fails requires manual pressure to close the access site which prolongs cases.